Event description:
While attempting to defibrillate a pt (age & gender unknown) in the cath lab, the device displayed a "discharge fault" message. Complainant did not indicate that there was any adverse effect to the pt.